Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17057260 is 07613203011396. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set separated during an infusion of chemotherapy. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set separated during an infusion was confirmed. Visual inspection (including microscopic) showed that the set was separated at the engagement between the silicone tubing segment and the upper fitment. The expected retainer ring for this engagement was not received and there was no evidence that the retainer ring was assembled onto the set based on the absence of indentations along the separated silicone segment tubing end. Dimensional testing confirmed that the affected part was within the required specification. Functional testing was not performed due to the obvious damage. The root cause of the separation was the set¿s retainer ring near the upper fitment not having been assembled onto the set.